Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, seroma late, granuloma, & rupture.

Event description:
Patient representative reported left side a periprosthetic "deformation of the lower profile of the left breast¿, ¿strong tension always in their left breast that is still permanent today¿. ¿ suffered an important febrile¿, ¿ inflammatory manifestation¿, ¿has an enlarged lymph node¿, ¿axillary lymphadenomegaly¿, "gross prosthetic plication¿, ¿minimal periprosthetic liquid layer on the left¿ ¿hyper/isoechogenic formation in the left siliconoma-like axillary region¿, ¿nodular formations¿ ¿suspected left prosthetic rupture¿ and ¿suffers from limited mobility of their left arm¿. The report of ¿suffers from a general state of malaise¿ and ¿obvious consequent sleep disorders¿ are deemed not device related. The device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.1, b.5, d.6b, h.6

Event description:
Patient representative reported a periprosthetic "deformation of the lower profile of the left breast¿, ¿strong tension always in their left breast that is still permanent today¿... ¿ suffered an important febrile¿ ¿ inflammatory manifestation¿, ¿has an enlarged lymph node¿, ¿axillary lymphadenomegaly¿ "gross prosthetic plication¿ ¿minimal periprosthetic liquid layer on the left¿ ¿hyper/isoechogenic formation in the left siliconoma-like axillary region¿ ¿nodular formations¿ ¿suspected left prosthetic rupture¿ ¿suffers from limited mobility of their left arm¿ ¿suffers from a general state of malaise¿, ¿obvious consequent sleep disorders¿. This is for the left side. Device was explanted.